Event description:
As reported, this patient had a tha on (B)(6) 2017. On (B)(6) 2022, the patient underwent a hip revision. The patient left in stable condition. No other known info.

Manufacturer narrative:
Pending evaluation. Biolox delta femoral head, 32mm od, -3.5mm - cn: 170-32-93 / sn: 4413043.

Manufacturer narrative:
H7: z-1732-2022.

Manufacturer narrative:
H3: the reason for the revison was not reported but is most likely the result of prosthesis wear and/or fracture of the actetabular liner leading to articulation between the femoral head and acetabular cup. The contributions of implant positioning and/or patient related factors to the sequence of events cannot be determined from the reported information; however, the combination of risk factors may have also been a contributing factor to the early prosthesis wear/fracture.

Event description:
Additional information received via legal filing: the patient experienced complications, including but not limited to severe pain, difficulty in walking, metallosis and fractured liner. The patient then underwent a revision surgery on (B)(6) 2022, approximately 4 years, 8 months, after initial implant. It is believed that complications were due to premature polyethylene wear. There is no other patient demographic or medical history available. There is no device return. No additional information is available.